Manufacturer narrative:
Product was not returned to the manufacturer as it was discarded by the hospital. No examination can be performed. *the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional request were sent to the reporter . Conclusion is not yet available. Investigation still in progress.

Event description:
Mobi-c p and f us : disassembly. It was reported that "upon surgeon¿s insertion of implant, the implant disassembled on the inserter." There was no impact on patient and surgery was completed successfully with another device, same size. Additional information was requested on surgical steps involved but still pending. Investigation is in progress.

Manufacturer narrative:
This medwatch is submitted following an additional information that was received on (B)(6)2018. Date of report; PMA/510k; if follow-up, what type were updated. Additional information was received on (B)(6)2018: "device was not implanted because disassembled upon impaction." According to reporter, surgical technique followed at the mobi-c loading on inserter and disc space was distracted, surgeon encountered resistance while inserting prosthesis and it is possible that prosthesis could have been inserted with an angle or a rotational move was done while inserting prosthesis. Reporter has no image to provide. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided on (B)(6)2018, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event could be due to mishandling when inserting the prosthesis into disc space. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques. As indicated in st : "during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly." The investigation found no evidence to indicate device issue. Root cause : instruction was not followed during implant positioning